Manufacturer narrative:
No pt info was available at the time of this retrospective report. (B)(4). There was no alleged deficiency of a medtronic product. The issue was related to the user not following scan protocol (use error) which had the potential to harm the pt. The system behaved as designed and the user was informed of the risk.

Event description:
A medtronic representative reported that they had loaded a scan with 2.0mm slices, 2.1mm slice thickness using a stealthstation treon treatment guidance system. They received a non-contiguous slice error. The medtronic representative told the doctor they could experience inaccuracies since they did not follow scan protocol. The doctor said he still wanted to use the scan and was going to proceed with the case. There was no impact to the pt.